Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported, that after a tka, in the first post-op office visit the patient complaints of tightness and stiffness to the knee, due to the swelling presented, an aspiration its been done and injection of 1cc of kenalog and 1cc of marcaine to the knee. Patient outcome is well. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the patient experienced tightness/stiffness/effusion 2+ weeks post right tka. Per the provided office notes, an ultrasound guided aspiration was performed with administration of an anti-inflammatory injection, an anesthetic injection, and antibiotic administration. It was documented that the patient tolerated the procedure and was ¿doing well¿. Per correspondence, reportedly the ¿patient's effusion post-op was normal for the post-surgical procedure. Patient is following all pt protocols and is doing "phenomenal" ¿ as of 01/14/2021. Based on the information provided, the symptoms experienced were not unanticipated during the early post-operative healing phase and were reportedly ¿normal for the post-surgical procedure¿. Interventions performed treated the symptoms/clinical findings and provided prophylactic antibiotic coverage. Patient impact beyond the reported symptoms and interventions provided would not be anticipated as the patient was reportedly doing ¿phenomenal¿. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.